Event description:
It was reported that the lead impedance was >9,999 ohms on (B)(6), 2010. The doctor suspected that the patient was doing something bad, the (B)(6) patient would not tell anyone what he actually did, but the result was an apparent fractured lead. The lead and device were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.